Event description:
The service report shows the customer reported that the 840 ventilator had an erratic screen. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) pcb. The unit passed extended self-testing.